Event description:
It was reported that following implant during the first refill, the pump reservoir was noted to be full; actual residual volume 19.5ml, expected residual volume 3ml. The patient was programmed with lioresal 1000 mcg/ml at a daily dose of 60 mcg/day. On interrogation, it was observed that "some changes in infusion occurred on (B)(6) 2011" and a motor stall on (B)(6) 2011 followed by recovery 55 minutes later. There were no other significant log changes recorded between (b)(64) 2011 and (B)(6) 2012. The stall was later confirmed to be due to MRI. As of the date of this report, the infusion had been increased to 70 mcg/day. X-rays of the system were taken and did not show any particular kinking; dye test or rotor test were not performed. As of (B)(6) 2012, it was reported that the patient was currently doing fine and had no withdrawal effect "because he never had a baclofen pump in the past and was currently also having oral baclofen." It was added that the next follow-up was to be at the next refill, in "some months." A follow-up report will be sent if additional information becomes available.

Event description:
Additional information was received. It was reported the drug in the pump was liorsal (baclofen) at a concentration of 1000 mcg/ml and a dose of 107.8 mcg/day. It was reported actual residual volume at 20 ml and the reason for volume discrepancy to be due to occlusion and rupture of the catheter at the level of the spinal insertion. Catheter was customer discarded. The reason for reporting was catheter issues with regards to break, occlusion at distal segment. Patient was implanted in (B)(6) 2011, since then 3 refills have been programmed and in all of them the reservoir was found full. Logs indicated the pump had not recorded anything anomalous. A revision was performed the day of this reported information ((B)(6) 2013) - hcp opened at the level of the pocket and tried to aspirate from the catheter but it was not possible to aspirate; removed the pump from the pocket in order to check if the pump was in fusing properly and it was; for this reason they implanted the same pump but connected it to a new ascenda catheter; after opening on the back to remove the old catheter they found the replaced catheter was broken. Symptoms reported as increased spasticity (less than 50% relief). Patient status reported as alive-with injury. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental submitted to correct conclusion codes and patient and device codes.